Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received an alert for non-sustained lead noise due to noise episodes. An attempt to reproduce the noise was unsuccessful. Lead was capped and replaced.